Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4) returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 319 mg/dl from (B)(6) 2016 at 09:27am fasting. The customer's expected fasting blood glucose test result range is 70 to 160mg/dl. The customer feels well and did not report any symptoms. Medical intervention not reported at this time. The product was not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 03/28/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).